Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported events. There is not enough evidence to determine whether the issues were induced due to the technique of the physician during the procedure or were related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the events. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2026. It was reported that during the procedure, the thread of the device came out from the wrong side. The physician tried to reposition it correctly, but the thread was broken and the bands did not deploy. Prior to use, the device was inspected and confirmed to be visually intact. There were no patient complications reported as a result of this event.